Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report. These two lots were also reported. It is not known which one caused this event. Lot # kme901485, lot# kp214125.

Event description:
Employee of the hosp, reported via our sales rep, that he noticed during the surgery that the distal drilling failed several times with target devices. He mentioned that it was not possible to meet the drill holes. According to his info the surgery was completed successfully by using a replacing target device without any pt impairment or prolongation of the surgery procedure.